Event description:
A customer contacted beckman coulter inc. (Bec) regarding a burning smell coming from the unicel dxc 600i synchron access clinical system accompanied by incubator belt motion errors, reagent carousel motion errors and rv (reaction vessel) cleanout errors. There was no report of flames or fire and no injury was reported. No erroneous patient results were generated. Per bec cts (customer technical support) instruction, the customer powered down the system until service arrived on-site to evaluate the instrument due to the burning smell.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and upon inspection discovered that the incubator belt motor was not functioning properly. Parts were ordered and fse returned on-site (B)(4) 2011 and replaced the incubator belt motor and the stepper motor driver boards. Fse homed the system and no issues were noted. Repairs were verified per established procedures and all results met published performance specifications. The bec internal identifier for this event is (B)(4).